Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was reported as "high," but a specific value was not provided. Customer administered a correction bolus via the pump to address the high bg.